Event description:
Customer received a blood glucose result in the 400's mg/dl. They went to the e.r. 30 minutes later, they tested and received a result of 27mg/dl. The customer was given a shot of glucose and given food and an IV. Unknown if controls were in use at the time. A request was made for the return of the suspect device and replacement product was sent.